Event description:
There was no patient involvement. (B)(4). Recalls: none. Repairs: customer: "fialed barrel clamp test, failed p/m": confirmed. Unit fails barrel clamp binary (taking average 11 seconds from open to closed (3x). Ran calibration & verification (passed). Replaced sizer. Retested: binary now indicates closed at 4 seconds. Front case: cracked: top/lt/dome; dents: rt/1, bot/3, bez/1: replaced. Front case: keypad is incidental repair part. Top disc holder: scratched. (Across left horn): replaced top disc holder. Rear case: cracks: bot/rt/mid/scr, base/lt/fr/scr, lt/fr/edg/multi; dents: both bot/rr/cnr's: replaced rear case. Barrel clamp: cracked. Replaced barrel clamp, seal, & bushing. Tube drive: bent (rt & down): replaced drive tube, and sleeve. Flange gripper, gripper-retainer: badly covered in white residue. Unable to clean properly: replaced flange gripper, gripper-retainer, seal, & gasket. Iui's: oxidized contacts: replaced both iui's. Module latch: worn actuator & leaf spring: replaced. Claws do not close properly: replaced claws, cleaned claw channels on lower housing. Incidental repair parts: 2 feet, 2 labels, 1 mylar gasket, 1 sensor flag leaf spring, 1 keypad assy. Maintenance actions: calibration completed. P/m completed. Tamper seal: intact on arrival. (B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date. The database showed no quality notifications were opened for the source device. A review of the device history record showed the device had a manufacture date of 18nov2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date. The database showed no quality notifications were opened for the source device. A review of the device history record showed the device had a manufacture date of 18nov2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference : n/a. The customer stated that there was no patient involvement.

Event description:
There was no patient involvement. (B)(4). ===recalls: none. ===repairs: customer: "fialed barrel clamp test, failed p/m": confirmed. Unit fails barrel clamp binary (taking average 11 seconds from open to closed (3x). Ran calibration & verification (passed). Replaced sizer. Retested: binary now indicates closed at 4 seconds. Front case: cracked: top/lt/dome; dents: rt/1, bot/3, bez/1: replaced front case: keypad is incidental repair part. Top disc holder: scratched (across left horn): replaced top disc holder. Rear case: cracks: bot/rt/mid/scr, base/lt/fr/scr, lt/fr/edg/multi; dents: both bot/rr/cnr's: replaced rear case. Barrel clamp: cracked. Replaced barrel clamp, seal, & bushing. Tube drive: bent (rt & down): replaced drive tube, and sleeve. Flange gripper, gripper-retainer: badly covered in white residue. Unable to clean properly: replaced flange gripper, gripper-retainer, seal, & gasket. Iui's: oxidized contacts: replaced both iui's. Module latch: worn actuator & leaf spring: replaced. Claws do not close properly: replaced claws, cleaned claw channels on lower housing. Incidental repair parts: 2 feet, 2 labels, 1 mylar gasket, 1 sensor flag leaf spring, 1 keypad assy. ===maintenance actions: calibration completed. P/m completed. ===tamper seal: intact on arrival. (B)(4).